Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that a lens ha been reported as defective. Additional information has been requested and received stating that the lens was not defective but it stayed in the incision during injection. The surgery was completed on the same day with another lens. There was patient contact. The surgeon further states this occurs occasionally while injecting lenses and was not a product defect. He further describes that he might have lightly released the pressure while injecting and the lens got stuck. The lens was less than 1 minute in the injector and the viscoelastic was used in room temperature. All available information has been received.

Manufacturer narrative:
The product was not returned for analysis. Hcp stated the below: "occurred during surgery but lens was not defective. Occurs occasionally while injecting lenses, not a product defect. I must have lightly released the pressure while injecting and the lens got stuck". The root cause for the reported complaint appears to be a coincidental event that was related to user (hcp) handling as user facility reported via questionnaire: "occurred during surgery but lens was not defective. Occurs occasionally while injecting lenses, not a product defect. I must have lightly released the pressure while injecting and the lens got stuck". Based on this information, the device did not cause/contribute to the event. The manufacturer internal reference number is: (B)(4).